Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Patient stated fiasp insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below. Mylife omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Introduction / page 10: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 18.9 mmol/l (341 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. When the pod was removed, it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, correction boluses were delivered.